Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device change procedure, the physician noticed the insulation appeared to be deteriorating on the right ventricular (rv) lead. Measurements were performed on the analyzer and appeared to be normal. The patient was not dependent, the physician elected to keep the lead implanted with the new generator. The patient would continue to be monitored. The patient was stable throughout.